Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and expired the same day. Furthermore, it was alleged that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.